Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an advisory. A new device was successfully implanted. No additional adverse patient effects were reported.